Manufacturer narrative:
The investigation related to this event is ongoing. At this time, the available information is insufficient to determine a definitive root cause or whether the device contributed to the reported event. A supplemental MDR will be submitted to FDA upon completion of the investigation and when additional information becomes available.

Event description:
It was reported that a patient underwent a total joint arthroplasty of touch cmc1 prosthesis on (B)(6) 2026. Intraoperatively she showed signs of soft bone, the cup after impaction immediately subsided and rotated ulnar; it remained stable through range of motion and did not dislocate. Subsequently, during the 6 week follow-up it was discovered the trapezium has fractured causing the implant to fail; the radial side of the trapezium fractured and the cup has dislodged. Reported patient limited function, no trauma was reported the patient underwent a revision surgery on (B)(6) 2026, the neck and cup were explanted and the surgeon performed a suspensionplasty.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b6, d9, h3, h6, h11. The reported event could be confirmed since the affected device was returned for investigation. After a thorough investigation (medical imaging, returned device, DHR review, complaint history review), the most probable root cause of the migration of the cup is related to poor bone quality, which is a contraindication. As outlined in the device instructions for use (IFU), implantation of the touch device is contraindicated in cases of poor bone quality that may preclude adequate fixation, as well as in cases where patient bone dimensions are incompatible with the available implant sizes. The identified root cause represents the most likely explanation based on current evidence and does not constitute definitive proof of causality.